Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s pacemaker and right ventricular (rv) lead were oversensing noise. This led to pacing inhibition with a period of asystole of three seconds. No noise could be recreated with isometrics and a slight increase in rv thresholds was observed. No changes were made to the patient¿s system and their rv lead and pacemaker continue to remain implanted and in service. No adverse patient effects were reported.